Event description:
It was reported that revision surgery was performed due to a collapsed femoral head. The patient had reportedly complained of pain and limited mobility for approximately 1 year prior to revision. Devices were implanted in 2006.